Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgment has caused or contributed to pt injury previously. Device issue: stent dislodgement. It was reported that after a failed crossing attempt to treat a perforation, the device was retracted, and it was noticed that the stent had dislodged and remained in the guiding catheter; however, it was easily removed with the guide catheter, and no intervention was required. No add'l event or pt info is available.

Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the stent graft was returned without the stent delivery sys. The stent graft was visually inspected using a microscope. Some raised struts could be found along the length of the stent graft, which could have occurred as a result of mechanical damage caused during the crossing attempt. Produce performance engineering determined that based on the review of the lot history record, it can be assumed that the device was in working order and left abbott vascular instruments, as per specifications. It is not stated why the stent graft was being used and if a second medical intervention was required to treat the pt after the failure of the stent graft to cross. Visual inspection under microscope revealed a bent strut along the length of the stent graft. This could have occurred during the procedure, e.g. During the attempted crossing. Such mechanical damage to the stent could have had a negative effect on the stent retention of the part. Two units were tested for stent retention during the in process control and both passed the required specification. It is possible that the stent graft did not cross because of, but not limited to, the following: tortuous anatomy, severely calcified vessels, presence of other devices e.g. Previously implanted stents. No device malfunction can be determined due to the lack of procedure and pt info and the lack of device investigation. There is no info given to draw the conclusion that the device was not in working order. According to the task/route sheets for this lot, all devices were in accordance with all quality criteria when the devices left the MFR. This MDR is considered closed by the product performance group.